Event description:
Caller reported the last three digits of the use by date on the aviva test strip vial are missing. No adverse event reported. Requested return of suspect device and replacement was sent.